Manufacturer narrative:
Per tandem user guide: make sure a sensor glucose reading shows in the upper right portion of the cgm home screen before calibrating. Per the tandem user guide: the dexcom g6 sensor is a disposable device that is inserted under the skin to continuously monitor glucose levels for up to 10 days. The sensor is dis¬carded after a session of up to 10 days. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the cgm bg reading was 216 mg/dl, and the meter bg reading was 154 mg/dl. Reportedly, the customer entered calibration values during periods when no cgm values were present, and wore sensor longer than the recommended warranty time period. No additional patient or event information was available. A root cause could not be determined. Customer was instructed to replace or purchase a new sensor.